Event description:
Taking out impacted tooth and tip exploded. Bur is bent inside and stuck, no pt injury.

Manufacturer narrative:
Inspection of the accompanying device (bur guard) revealed that the bur guard had broken in the past and had been glued back together by the customer. This glue joint is the cause of the observed complaint. The interior of the other accompanying device (drill) also showed signs of severe corrosion.